Manufacturer narrative:
(B)(4). Device evaluation: the reported condition was not confirmed and not duplicated. The assignable cause could not be determined at this time. Additional: baxter has conducted a trend review and found that similar reports have been received for the reported condition. Baxter will continue to monitor similar reports to determine if further actions are required.

Event description:
The facility representative contacted baxter to report a flogard infusion pump in which an overinfusion occurred during patient therapy. The pump has an increased rate from 33 milliliters per hour to 200 milliliters per hour repeatedly. Patient therapy was interrupted. The event occurred in the emergency room. There was no adverse event, patient injury or medical intervention associated with this report. There is no further complaint information available.

Manufacturer narrative:
(B)(4). A follow-up medwatch report will be submitted when the evaluation results or additional information becomes available.